Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was admitted to the hospital at 10:55 on (B)(6) 2020 due to menopause (B)(6) weeks, who was diagnosed as gravida 2 para 1, (B)(6) weeks pregnant l0 intrauterine live birth to be delivered, scarred uterus, gestational diabetes, pregnancy with mild anemia, pregnancy with hypothyroidism. A synthetic absorbable surgical suture was used to suture the uterine incision. At 08:43 on (B)(6), a transabdominal cesarean section of the lower uterus was performed. When the uterine suture was performed at about 09:00, the absorbable suture was broken twice without violent pulling, and the suture was replaced immediately.